Manufacturer narrative:
Continuation of d10: product ID: {{d-evolutfx-2329}}; product lot/serial number: {{(B)(6)}}; product type: {{delivery catheter system}}; implant date: {{n/a}}; explant date: {{n/a}}. Product ID: {{l-evolutfx-2329}}; product lot/serial number: {{(B)(6)}}; product type: {{delivery catheter system}}; implant date: {{n/a}}; explant date: {{n/a}}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this transcatheter bioprosthetic valve was implanted with a good outcome. At an unspecified time following the valve implant procedure, the patient developed symptoms of cardiac failure and arrest. Reintervention was performed to identify the source of the issue and treat. The patient died during the reintervention procedure when the physicians were trying to identify the cause of the symptoms. The left coronary artery seemed to be partially occluded by the native leaflet. It was unclear if the valve had dislodged after the procedure.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Patient codes; device codes; eval code method additional codes. Product analysis: the valve remains implanted; therefore, analysis of the valve will not be performed. Intra-procedural fluoroscopic images were submitted to medtronic for review; however, the patient¿s executive summary was not provided for anatomical review. The procedural images showed an implanted valve and coronary angiogram being performed. The non-selective coronary angiogram of the right coronary artery revealed adequate flow. The non-selective coronary angiogram of the left coronary artery revealed the left leaflet appeared to be near the left coronary ostium; however, adequate flow to the coronary was visible. There was evidence CPR was initiated shortly after the left coronary angiogram. The subsequent coronary angiogram revealed flow to the left coronary artery had significantly diminished. It remained unclear if the valve dislodged at some point during or after the procedure. As listed in the device instructions for use, potential risks associated with the implantation of the valve bioprosthesis may include, but are not limited to, the following: - death - myocardial infarction, cardiac arrest, cardiogenic shock, cardiac tamponade - coronary occlusion, obstruction, or vessel spasm (including acute coronary closure). Corrected data: e. Initial reporter city and region medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this transcatheter bioprosthetic valve was implanted with a good outcome. At an unspecified time following the valve implant procedure, the patient developed symptoms of cardiac failure and arrest. Reintervention was performed to identify the source of the issue and treat. The patient died during the reintervention procedure when physicians were trying to identify the cause of the symptoms. The left coronary artery seemed to be partially occluded by the native leaflet. It was unclear if the valve had dislodged after the procedure. Additional information was received to report the patient's status changed forty-five minutes following the valve implant. The "symptoms of cardiac failure" were clarified: there was no heart failure; the patient presented with chest pain and an electrocardiogram showed a minor st segment depression observed on the inferior limb leads. The patient was brought back to the cardiac catheterization laboratory. On arrival, an echocardiogram was performed and showed no effusion and good left ventricle systolic function. The valve frame appeared to have partially dislodged up which caused the coronary occlusion and subsequent myocardial infarction. The physician attempted to pass an intracoronary guidewire, then the valve was snared and repositioned up and clear of the sinotubular junction. After the patient went into cardiac arrest, cardiopulmonary resuscitation was initiated, defibrillation was performed, and medications were administered. However, resuscitative measures were unsuccessful. Per the physician, the dislodgement of the medtronic valve contributed to the coronary occlusion and ensuing death.